Event description:
Customer reported via phone call that the insulin pump has damage at the reservoir compartment. Customer stated that the ring where the reservoir screws has broken off and doesn't hold the reservoir inside the reservoir compartment. Blood glucose value was 144 mg/dl. Customer is not aware of how the damage occurred. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a broken reservoir tube lip and a missing reservoir tube seal.